Manufacturer narrative:
This lead will not be returned to boston scientific for analysis. It is therefore not possible to determine how the lead may have caused or contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow-up, it was noted that this right atrial (ra) lead was not sensing atrial activity, and there was oversensing of ventricular activity. An x-ray was done, and it showed this lead had dislodged and moved into the right ventricle. A revision procedure was performed, and the physician elected to replace this lead. The patient was not pacemaker-dependent, and there were no adverse patient effects as a result of the lead dislodgement.